Event description:
It was reported by email that pump app indicated approximately 65 units of insulin remaining in cartridge while contact believed cartridge was empty, and photos were provided showing cartridge still contained insulin. There was no reported impact to the customer¿s blood glucose level. Customer did not provide patient information, pump serial number, or a phone number, so technical support could not complete troubleshooting and sent multiple follow-up emails requesting additional information before closing case without further action.